Event description:
It was reported the patient's ipg is unable to communicate with the charger and the programmer displays a communication error. The patient has not used the device for at least 60 days and does not remember the last time it ws charged. An sjm representative confirmed the ipg is unable to communicate with external devices. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.